Manufacturer narrative:
During the repair eval, the ventilator was found to have a locked blower motor. The device's blower assembly was replaced to correct the problem. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy. Method - awaiting return of the device.

Event description:
A ventilator was returned to a third party service center for repair. There was no report of harm or injury as the device was not in pt use.